Event description:
Event was reported to caldera medical by an attorney. The patient has suffered painful intercourse, severe pain while urinating, and incontinence. No further information has been provided.